Event description:
It was reported to medtronic minimed that the customer experienced loss of communication and no sensor data after inserting a new sensor, despite multiple attempts to re-establish a connection between the mobile device and the sensor. The customer reported no adverse event. The event involved product mmt-5100jc1. Troubleshooting was performed and included moving the mobile device closer to the sensor, force-closing the app, restarting bluetooth and the mobile device, removing and re-pairing the sensor, and reviewing sensor best practices. But the communication was not restored, and the customer was advised to replace and return the sensor. No harm requiring medical intervention was reported. The product return is required for mmt-5100jc1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We received the following: one sensor and/or serter in used condition and performed a visual inspection of the sensor, removed the adhesive patch and inspected the sensor for debris, physical or moisture damage and none was found. Then inspected the sensor flex any physical damage and found the flex bent at the sensor base. Checked the transmitter casing for any physical/cosmetic/debris/moisture damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station-app compatible) (utilizing synergy prod download tool 1.2a) no communication anomalies found (pass rf lockout). In conclusion: the customer complaint of no communication is not confirmed. Unit passed per specification according to our testing parameters. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (sensor flex damage) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.